Manufacturer narrative:
The reported events were failure to capture and a stylet insertion issue. A complete lead was returned. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a stylet insertion issue was confirmed. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed, and the stylet was unable to be fully inserted. X-ray confirmed the stylet was unable to be fully inserted due to the inner coil clogged with blood.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right ventricular (rv) lead failed to capture. The stylet failed to advance in the rv lead. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.